Event description:
During a hand assisted laparoscopic left donor nephrectomy procedure the renal artery was clamped off with the device (clip). Before the vein was cut, the staff encountered bleeding from the arterial stump. It appeared that both clips came out. As a result of the clips coming out the pt experienced bleeding. The surgeon felt it was unsafe to proceed with the laparoscopic surgery, while trying to stop the bleeding and converted to open incision.